Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included vaginal discharge, cervical pap smear normal, lower abdominal pain, multigravida and parity 2. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and abdominal pain upper ("pain stomach"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (surgery (other) type of surgery: surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, headache, vaginal haemorrhage, menorrhagia and abdominal pain upper had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, pain stomach. Outcome of event headache were updated. Reporter information, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping), pelvic / abdominal pain, general abnormal bleeding, headaches, did not undergo confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.